Event description:
It was reported that the customer had a car accident due to a low blood glucose level. The customer's blood glucose level was 40 mg/dl. Customer states he accidently delivered a max bolus that led to the low blood glucose level. Troubleshooting was not performed, but the insulin pump will be returned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked display window, cracked case at a display window corner, broken belt clip slot, cracked reservoir tube lip and a stained address and serial number label.